Manufacturer narrative:
E1 - (b)(6) .The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was dark, and although the near field was bright, the far side appeared dark and was not visible during an unspecified procedure involving an Olympus autoclavable camera head. There was no patient harm.